Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. On an unreported date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin injection 2 grams stat intraperitoneally for the peritonitis event. On unreported date(s), the patient was treated with vancomycin injection 2 grams every third day intraperitoneally (duration not reported), ceftazidime 2 grams daily intraperitoneally for fourteen days, and heparin 2 milliliters every exchange intraperitoneally (international units for dosage, specific frequency of exchanges, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if hospitalization was ongoing. The peritoneal effluent fluid was clear, the patient was reported to be doing well, and was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.